Event description:
The complaint is reported as "when using the device, irregularities are evident in the needle bevel, so when inserting guidewire, it bends and does not allow advance.". No patient harm reported. The device was replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer provided one photo of components within a cvc kit. No defects or anomalies were observed in the customer photo. The customer also returned multiple components of a cvc kit for analysis, including a guide wire assembly, 2-l catheter, and needle. Signs of use were observed on the components. Visual examination revealed that the guide wire contained multiple kinks along the body. The guide wire was observed to be unraveled and separated in the middle of the body. Microscopic examination confirmed defect and confirmed that both welds are present and full and spherical. The kinks in the guide wire measured 39mm from proximal weld and 325 from distal weld. The guide wire overall core wire length measured 450mm, which is within the specification limits of 449.2mm - 458.8mm per the guide wire product drawing. The guide wire outer diameter measured 0.436mm, which is within the specification limits of 0.432mm- 0.457mm per the guide wire product drawing. The needle outer diameter measured 0.03210", which is within the specification limits of 0.320-0.3225" per the needle cannula product drawing. The inner diameter of the needle measured 0.023", which is within the specification limits of 0.0225-0.0240" per the needle cannula product drawing. The needle was functionally per the instructions for use (IFU) provided with this kit, which states "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." A lab inventory guide wire of the same diameter as the one provided in the kit (0.456mm) was advanced through the returned needle. The guide wire passed through the needle with minimal resistance. Functional testing could not be performed on the returned guide wire due to the damage. A manual tug test revealed that both proximal and distal welds were secure and intact. A device history record review was performed and a potentially relevant finding was identified. For material n5-14402-002a, a non-conformance was initiated for batch 14p21d0094 regarding an exposed material due to improper packaging. Upon further analysis of the returned sample, it was determined that the finding was not relevant to the investigation. The IFU informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The customer report of an unraveled/separated guide wire was confirmed through examination of the returned sample. Visual examination revealed that the core wire was unraveled and broken. The guide wire and needle met all relevant dimensional requirements, and the needle met all functional requirements. A device history record review was performed, and no relevant findings were identified. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as "when using the device, irregularities are evident in the needle bevel, so when inserting guidewire, it bends and does not allow advance.". No patient harm reported. The device was replaced. The patient's condition is reported as fine.